Manufacturer narrative:
H11: three (3) photo samples were received for evaluation. A visual inspection by the naked eye observed the female connector was separated from the main body. The reported condition was verified. The sample did not meet specification. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The female connector gets stuck to the patient line of the cassette and the patient struggles to remove the transfer set from the patient line after peritoneal dialysis treatment. The female connector comes loose from the main body each time the patient connects. To close, the patient must push together the connectors to ensure that they are sealed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.